Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgz432, and no non-conformances were identified. The photo upon which this medwatch is based has been received; however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent trauma and total hip replacement procedure on an unknown date; and a suture was used. During the procedure, both needle tip and suture broke during wound closure of subcutaneous muscle layer. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary : two unopened sample of product code vcp9582, lot # pgz432 were returned for analysis. During the visual inspection of two unopened sample, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected and no needle breakage were noted. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. A functional test was performed and tensile strength were above the minimum requirements. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle or breakage suture was found, and the tested samples met the finished goods requirements. Three photos were provided for analysis. Upon visual inspection of the pictures, two photos show an used needle-suture piece ; however, the tip of one of needle was broken. And a needle- suture piece on an empty labeled winding former of product code vcp9582 could be observed in the third picture. Additionally body fluids and the end of the suture piece was noted cut. No conclusion could be reach as the sample was not returned for analysis.